Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (327 mg/dl) the customer delivered a bolus via the pump to stabilize bg level. Reportedly, the customer had changed out infusion set site prior to contacting tandem technical support. The customer stated the suspected cause of the elevated bg's was possibly due to a breathing treatment.